Event description:
This is a spontaneous report by a nurse in the USA of peritonitis and touch contamination in a coincident with dianeal pd4 ambuflex therapy. On an unreported date in 2011, the patient began treatment with dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter technical services, the following information was reported. On an unreported date, the patient experienced a touch contamination. On (B)(6) 2012, the patient experienced peritonitis due to the touch contamination and was hospitalized for the event. On an unknown date, the patient began treatment with 2g of vancomycin ip for 3 doses. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, neither the patient nor the care giver were retrained on proper aseptic technique. The patient recovered from the peritonitis event on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR, as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique.